Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site #21 of patient's mouth, non-osseointegration was observed. The patient presented with good hygiene around the implant. It was reported that the implant was not covered with bone and primary stability had been achieved. The device was returned in a condition not suitable for investigation. The patient was reported to have an abscess and no further complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site #21 of patient's mouth, non-osseointegration was observed. The patient presented with good hygiene around the implant. It was reported that the implant was not covered with bone and primary stability had been achieved. The device was returned in a condition not suitable for investigation. The patient was reported to have an abscess and no further complications were reported.